Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve defect/default.

Event description:
Healthcare professional reported right side valve defect/default. Device has been explanted.

Event description:
Healthcare professional reported, right side valve defect/default. Device has been explanted.